Manufacturer narrative:
The serial number, UDI and manufactures details kept blank since the given asset information found to be facility liscence. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis medstation system having extreme slowness. The customer stated that this malfunction caused a delay in patient care. There were no adverse events or injuries reported based on this incident.